Manufacturer narrative:
Literature article citation: kabori, k makoto kobori, susumu kamisato, masahiro yoshida, toru tominaga, kazuhiro kurita, kazushige nomura, yoshihiro suzuki, takeshi furutachi, takayuki fujii, tatsuya tanaka, seiji kawaguchi, yaichiro okuzu, hironobu bito; 2012. Clinical results of balloon kyphoplasty for osteoporotic vertebral compression fracture. Journal of spine research vol 3 (3). (B)(6). (B)(4).

Event description:
It was reported that 28 patients (6 men 22 women, mean age 77 years) with severe low back pain and decreased adl due to osteoporotic vertebral compression fractures underwent percutaneous bkp over a 6 month period. According to the report, the study involved fresh fractures 6 weeks or more after injury and pseudoarthrosis, including "alligator mouth" in which the height of the vertebral body changes during flexion and extension. MRI examinations were performed on all patients, and cleft and intravertebral hydrops (vertebral edema) were observed in 17 of the cases. The involved levels were t8 to l3, and the most frequently affected segment was the thoracolumbar transition. According to the report, the mean operating time was 34 minutes and there was almost no blood loss. The 1.5 ml balloon was used, and the average volume of pmma injected was 4.0 ml. The mean vertebral height increase was 2.4 mm with a range of 0 to 4 mm. On postoperative day 3, vas for pain improved to 3.2 from 7.2. There were neither neurological disorders nor infections as complications. It was reported that a patient experienced asymptomatic pmma extravasation into the vertebral disc without extravasation into the anterior or posterior wall. No additional complications were reported.